Event description:
The customer stated, that after running a correlation study between axsym digoxin iii and axsym digoxin ii assays, there is an upward shift on the axsym digoxin iii assay versus the axsym digoxin ii assay. The customer also stated, an error code# 1063 (invalid test result, correlation coefficient too low) was generated on patient samples. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.